Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the device history file due to broken trace on keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alert. Customer's blood glucose level was unknown. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer performed self test and it did not pass. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.